Manufacturer narrative:
(B)(4). Torn retractor sheath. The analysis results found that the flr01 device was received with the retractor sheat torn and separated from the upper retractor ring. No conclusion could be reached as to what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the surgeon found the retractor sheath was broken when opening the package. Another like device was used to complete the procedure. There were no adverse consequences for the patient.